Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient tore her anterior cruciate ligament (acl). While the patient was playing soccer, she went to do a ball control move and was shoveled from behind. She was forced to her left leg and stepped on the ball. The ball rolled out from under her foot which resulted in her tearing her acl. She was immediately attended to medically by the athletic trainer at the event and saw a physician the next day. No further information was provided.